Manufacturer narrative:
The technician found the siderail d-pin was hanging out and the e-ring and cover were missing. The technician installed a new d-pin, cover and e-ring to repair the bed.

Event description:
Information received indicates the siderail will not latch.